Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one 68-year-old female patient. The following data was provided: sid (B)(6) processed on (B)(6) 2026 initial result sample is slightly hemolyzed and a short draw = 94.2 sample centrifuged again and repeat = 10.4 second sample same patient initial result = 10 repeat result = 10. Diagnostic cutoff = <13 ng/l negative no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.